Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4524-53 lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead warning and the patient's rv lead on the bipolar setting had undefined impedance and had automatically switched to the unipolar setting. There was also low impedance in the unipolar setting. The lead remains in use. No patient complications have been reported as a result of this event.